Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated that his implant and lead wires were removed. The patient stated the leads were explanted on (B)(6) 2015. The patient stated that the system was removed because the therapy was not effective.